Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011 a solution administration set separated during infusion. According to the reporter, 5 minutes after the administration started the tube separated at the junction of the tube and the distal luer lock. Reportedly, a blood backflow occurred (quantity not determined but reportedly not significant). A patient was involved. No clinical consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.